Manufacturer narrative:
The authorized service personnel (asp) evaluated the device. It was determined that this was a malfunction of the motherboard, however, philips has stopped after-sales repair services for this model. No spare parts are available. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a power failure and the therapy delivery test failed.